Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged issue started on an unspecified date/time 2 weeks prior to contacting lfs on (B) (6) 2010. As a result of the alleged issue, the patient administered self-care by taking her usual dosages of novalog 70/30 insulin and lantus insulin. Two days after the alleged issue began, the patient claimed that she developed symptoms of sweating, dizziness, and blurry vision. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, and if she was able to test her blood glucose after the alleged issue began and before the symptoms started. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.